Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the programmer showed excellent to good coupling at all times with recharging times approx. 30min to 60 min. The patient stated that she is able to fully recharge it just takes longer than 30 min. The implanted depth is less than 1 inch fully palpable and parallel to the skin. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the patient had stated the communicator had started not connective as well to the ins prior to the recharging issues, no event date was given. On 2021-aug-23 the manufacturer's representative reported the issue of the patient stating that her micro is taking an hour to charge. The rep was having the patient check the speed of recharging, also to try to achieve excellent coupling. It was unknown whether the issue was resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with month/year validity.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that starting in the last couple of weeks, recharging their ins had been taking longer and had become much more difficult.  The patient noted that it did not stay in contact very well even though they had the belt as tight as they could get it and they needed to sit still (noting that they used to be able to move around). The patient said when they started recharging, they had excellent (connection,) and that they were right on top of it, noting they could feel all 4 sides, and they loose connection right away. The patient said they noticed, (at about the same time in the last 2 weeks,) when they were demonstrating a particular physical therapy exercise, the feeling of increased stimulation and after that, they noticed something just above their tailbone area, something that felt like a little wire thing. The patient stated their spouse described it as "a zit." The patient also stated that happening at the same time, they noticed the communicator had a harder time connecting to their implant. Troubleshooting was unable to be performed as the patient said they did not have their recharger with them at the time of the call. The patient stated they'd had no falls or traumatic accidents and no other medical no excessive or repetitive activities. Patient services recommended that the patient inform their doctor about these changes and if they wanted to call back for recharging/connecting troubleshooting they could call patient services back. The patient was redirected to their healthcare provider to further address the issue.